Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for spinal pain. The patient reported that their stimulator has been acting a little ¿quirky¿ as it was not holding a charge as well. The patient also mentioned that they are having back problems again. They indicated having pain, but noted that the pain is chronic, and prior to implant. The patient was re-directed to follow-up with their healthcare provider. Physician listings were sent to the patient as they did not currently have one at this time. No further complications were reported or anticipated.